Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin had a crack on the screen and on casing. Troubleshooting was done. Customer's blood glucose was 137 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per hlth care provider. No further info provided.